Event description:
It was reported that a patient underwent a cholecystectomy on (B)(6) 2023 and suture was used. During the procedure, while suturing unknown tissue, when the doctor pulled the suture through the tissue, the suture broke. Another like device was used to continue with the procedure. There were no adverse consequences for the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received three suture pieces outside its packaging that pertain to product code 680h. In order to evaluate the conditions of the returned suture pieces, the extreme of the sutures were noted to be cut probably caused by a surgical instrument. After further evaluation damage were observed on the surface sutures. As per the returned conditions of the sample, no functional test was performed. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.